Event description:
The patient reported intermittent stimulation since (B)(6) 2013 (exact date unk), but has worsened since (B)(6). The patient reports she was unable to increase the stimulation and none of her programs work. The patient reports no falls or trauma but has lost weight. Follow up information identified the sjm representative met with the patient and lead diagnostics revealed multiple invalid contacts. Xrays were taken and results are unknown. The next course of action has not been disclosed to the manufacturer.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.